Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Further, it was noted that this ra lead was pulled back. An attempt to reposition the ra lead was then done but it would not stay anywhere. Hence, this ra lead was extracted. Additional information was received indicating that the suspected cause of the high threshold was lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product details indicated that the allegation against this right atrial (ra) lead was not confirmed. This lead passed electrical testing. In addition, the ra lead's tip and tines were intact or undamaged.